Event description:
It was reported that the patient has had many nst (non-sustained tachycardia, os-tw (oversensing-twave), vtm (ventricular tachycardia monitor) and svt (supraventricular tachycardia) episodes that all appear to be t-wave oversensing (twos) of the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.